Manufacturer narrative:
Product event summary: the data files and flexcath advance sheath, 4fc12 lot 17040, were returned and analyzed. The data files did not show any issues on the date of the event. Visual inspection of the sheath showed a kink at 25 inches from the shaft tip. Deflection worked as per specification. The compatibility issue was reproduced due to the kink on the sheath shaft. In conclusion, the sheath failed the returned product inspection due to a shaft kink. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician could not fit the balloon catheter into the sheath. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.